Event description:
Event description boston scientific received information that this pacemaker was included in the low voltage c2 field advisory. The patient said his device was defective and would like warranty reimbursement.